Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the damage to the lead including stretched conductor coils, cuts and tears in the insulation and a separation between the distal anode ring and the neck insulation. Resistance testing confirmed the electrical continuity of the lead. The damage to the lead was determined to be the result of the explant procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited noise that was oversensed on the atrial channel. A revision procedure was performed and insulation damage was observed on this atrial lead. The lead was removed from service and replaced. No additional adverse patient effects were reported.